Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The manufacturer's field service engineer (fse) saw the unit unplugged and plugged it on. When performing functional testing, the unit would not stay on. The fse checked the battery manufacturer date and saw that it was 2015. The fse replaced the battery to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during functional testing, the device was observed to have a low battery. There was no patient involvement.